Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2226602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after dwell and swell time the operator attempted to remove the 6f/7f mynxgrip vascular closure device (vcd) through the advancer tube and encountered resistance. Everything was removed as a unit and pressure was held for 3 minutes. Hemostasis was achieved with no issues. Upon visual inspection wire was observed coming through the split in the catheter. There was no reported patient injury. The device was stored, opened and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty experienced in prepping the device. The vcd was used in an interventional left angiogram using a retrograde approach. The device was used with a 6f avanti sheath. The sheath was not kinked or bent upon removal. No excess force was used during insertion. The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was pinching/ pinning the balloon with the advancer tube. The balloon was not inverted. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock opened. The advancer tube was observed on the catheter shaft and the balloon was found fully deflated. In addition, a cordis procedural sheath was on the device, exposed to blood. Per functional analysis, the balloon¿s inverted tip was straightened out, then an inflation/deflation test was performed to verify the balloon¿s functionality. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Then, the balloon was deflated, and the device was able to be withdrawn through the advancer tube without issue. The returned device performed as intended per the mynxgrip IFU. Visual inspection at high magnification revealed that the balloon¿s distal tip was severely inverted as received, which may have obstructed the device path and prevented the balloon from being withdrawn through the advancer tube during the procedure. The balloon was fully inflated and fully deflated during the device failure investigation. The product history record (phr) review of lot f2226602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon retraction jam-inside the vessel¿ was confirmed through analysis of the returned device due to the severely inverted balloon. However, the exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, procedural/handling factors, such as excessive pullback tension, likely contributed to the severely inverted balloon and the subsequent balloon retraction jam experienced, especially since there were no issues noted during balloon retraction after the balloon was straightened out. According to the IFU, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ the mynxgrip IFU also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to invert and obstruct the device path when attempting to withdraw through the advancer tube, resulting a balloon retraction jam. Also, if the balloon, which is located right at the distal tip of the advancer tube, is not completely deflated prior to being pulled through the advancer tube, air/saline could be trapped inside the balloon and could cause the balloon¿s distal tip to invert, resulting in a balloon retraction jam. Neither the phr review, nor the product analysis suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after dwell and swell time the operator attempted to remove the 6f/7f mynx grip vascular closure device (vcd) through the advancer tube and encountered resistance. Everything was removed as a unit and pressure was held for 3 min. Hemostasis was achieved with no issues. Upon visual inspection wire was observed coming through the split in the catheter. There was no reported patient injury. The device was stored, opened and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty experienced in prepping the device. The vcd was used in an interventional left angiogram using a retrograde approach. The device was used with a 6f avanti sheath. The sheath was not kinked or bent upon removal. No excess force was used during insertion. The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was pinching/ pinning the balloon with the advancer tube. The balloon was not inverted. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.